Manufacturer narrative:
According to the manufacturing data, the serial number a10735 is for the perceval valve model pvs23 catalogue number icv1209, but user is reported this valve as pvs21, icv1208. The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Since the device was not explanted, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval valve. However, little clinical history was provided for this patient, and this cannot be definitively stated. Ultimately, since no device investigation is possible, the root cause cannot be established at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval valve IFU. The event is, therefore, a known inherent risk of the device. The manufacturer attempted to follow up with the field, but no further information were received up to date. Should any further information be received in the future, the manufacturer will provide an update to this reporting activity. Device was not explanted

Event description:
The manufacturer was informed of case of degeneration of the bioprosthesis perceval valve which was implanted on (B)(6) 2014. The degeneration was realized on (B)(6) 2021 by cardiac ultrasound. As reported, the patient has a exponential acceleration of stenosis degeneration of aortic bioprosthesis with dyspnea. The patient is hospitalized and and scheduled for tavi. The tte echo dated (B)(6) 2014 showed: preserved lvef, dry pericardium, hypokinetic right cavity / functional aortic prosthesis. There is no more information available at this time.